Manufacturer narrative:
Clarification was requested on the returned catheter condition of the damage (a hole) in the shaft area. A response was received on 22-nov-2022 stating there was no visible damage observed on the catheter during the case. The device evaluation was completed on 12-dec-2022. It was reported that a patient underwent persistent afib ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was a bad/no ECG all channels (bs and ic) issue observed. Initially a current leakage 7 displayed on the carto 3 system. The cables and catheters were disconnected, and the patient interface unit was rebooted. The error re-appeared when the ablation catheter was connected. The catheter was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. Additional information was received on 23-oct-2022. The "current leakage error" was displayed due to a signal noise. The noise was on all signals: coronary sinus, pentaray, and smart touch sf. Noise on carto and pruka. They were able to observe patients¿ rhythm on pruka. Additional information was received on (B)(6) 2022 clarifying the previous statements of the patient¿s rhythm was observed on pruka; however, it was stated there was noise also on pruka. The reporter responded that the patient rhythm was not able to be observed. Clean signals were not available. Body surface signals were also noisy. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, magnetic sensor functionality, electrical, and cool flow pump tests of the returned device were performed in accordance with bwi procedures. Visual inspection was performed and a hole was observed on the shaft. Then, an electrical and magnetic test were performed and failed, errors 105 and 106 were observed also, current leakage were observed on the electrodes. Further investigation revealed corrosion on the printed circuit board (pcb) and electrical open circuit inside the shaft causing these failures. An irrigation test was performed due to the corrosion observed and water leakage was found. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issues reported by the customer were confirmed. It should be noted that product failure is multifactorial, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The damage observed on the shaft could be related to the shipping process after procedure since according with the customer, this damage was not observed during the case. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent persistent afib ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and there was a bad/no ECG all channels (bs and ic) issue observed. Initially a current leakage 7 displayed on the carto 3 system. The cables and catheters were disconnected, and the patient interface unit was rebooted. The error re-appeared when the ablation catheter was connected. The catheter was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. The current leakage error issue was assessed as not MDR reportable. This issue was highly detectable and requires adjusting system components to continue with the procedure. Devices may require reset or replacing but cannot be used on the patient. Patient safety was unaffected by this issue. Additional information was received on 23-oct-2022. The "current leakage error" was displayed due to a signal noise. The noise was on all signals: coronary sinus, pentaray, and smart touch sf. Noise on carto and pruka. They were able to observe patients¿ rhythm on pruka. The noise issue was assessed as not MDR reportable for a ¿"bad/partial ECG (bs or ic)¿ issue. Since the patient's heart rhythm was still visible to the operator, the risk to the patient was low. Additional information was received on 09-nov-2022 clarifying the previous statements of the patient¿s rhythm was observed on pruka; however, it was stated there was noise also on pruka. The reporter responded that the patient rhythm was not able to be observed. Clean signals were not available. Body surface signals were also noisy. Attempts have been made to obtain additional clarification to the noise issue. However, no further information has been made available. With the information available, this complaint will be conservatively assessed as MDR reportable for ¿bad/no ECG all channels (bs and ic)" as they state patient rhythm was not able to be observed. The awareness date for this reportable noise issue is 09-nov-2022.